Event description:
User facility is returning 2 lenses. One lens had a bent haptic and the other had a non-lens-related bleeding and an anterior chamber lens was used. They are not sure which lens is which.